Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
Information was rec'd that a pt was hospitalized after midnight in 2007 due to an incident to diabetic ketoacidosis. It was reported that the pt changed her insulin set and site in the pm one day earlier. The reporter stated the pt was hospitalized due to vomiting and large ketones. The pt was treated with IV fluids. At 12:00 that day, she began vomiting again, at 12:30, she was given 18u of lantus via injection and "several" subsequent shots of novolog. She returned to the hosp at 18:00 the same day due to high ketones. At admission, her blood glucose was 120mg/dl. The device will be returned for eval; to ensure that it is funcitoning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been return for eval.